Manufacturer narrative:
No sample has been returned for evaluation; however, photos of the product are attached to the parent file and have been reviewed by the manufacturing site. The photos confirm that one of the trocars is leaking. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The provided photos confirm the leaking trocar, as was reported by the customer. However, no sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocar leaked during a procedure. The product was replaced and procedure completed with no patient harm. Pictures of leaking valved trocars provided.